Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right ventricular (rv) failure could not be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative. According to the account, these alarms were due to the patient's rv failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also states that right ventricular failure can develop during or shortly after pump implantation and outlines the associated treatment options. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the right heart failure did not exist pre-lvad implant. The device did not cause or contribute to the right heart failure. When the doctor increased the pump speed, the central venous pressure would increase. The event was treated with a lowered pump speed which resolved the event. The initial right heart failure caused the low flow alarms which later resolved with speed adjustment.

Event description:
It was reported that the patient had right ventricular failure and due to this, the patient was experiencing frequent low flow alarms. The low flow threshold was lowered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.